Event description:
A bayer pharmacovigilance rep reported the following: three alleged fatalities occurred following the administration of an mr contrast agent. These fatalities were the last three exams of the day. Please ref bayer pharma (B)(4) report(s) number 2013-012510 and 2013-012496 for further info. The medrad spectris solaris injector (serial number (B)(4)) was in use while two of the pts were given mr contrast media. The (B)(6) health authorities are currently conducting an investigation and therefore limited info has been provided.

Manufacturer narrative:
The mr spectris solaris injector (serial number (B)(4)) has been quarantined since (B)(4) 2013. (B)(6) health authorities will not permit bayer r and I to evaluate the equipment at this time. The technical service report dated jun 12, 2012 indicated that the mr injector was performing to specifications. In the event additional info is obtained, a f/u report will be submitted.